Event description:
It was reported tht the customer was hospitalized for high blood glucose. Troubleshooting was performed. The histories and programming were accurate. It was stated that this customer had not changed the infusion set.